Event description:
Customer reported via phone, she was hospitalized due to high blood glucose over 800 mg/dl. Customer contacted the paramedics for assistance and she was hospitalized for a week. Customer declined troubleshooting for high blood glucose she was concerned about her stolen supplies. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.